Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a bussing and electrical tingling sensations on the device from time to time. Boston scientific technical services (ts) reviewed the latitude and stated that there were episodes stored with irregular frequency of noise. Moreover, there were no asystole as no pacing was occurring. Physician would have the patient checked for device evaluation to try to create the noise, maneuvers should include bearing down, valsalva maneuver, deep and complete respiration cycles. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a bussing and electrical tingling sensations on the device from time to time. Boston scientific technical services (ts) reviewed the latitude and stated that there were episodes stored with irregular frequency of noise. Moreover, there were no asystole as no pacing was occurring. Physician would have the patient checked for device evaluation to try to create the noise, maneuvers should include bearing down, valsalva maneuver, deep and complete respiration cycles. As of this time, this lead remains in service. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.